Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22 august 2024, it was reported by warehouse via email that an ar-1264 rasp, pcl was found in warehouse to be broken. Based off email from sales rep in attached email it appears to have occurred during use in a case on (B)(6) 2024 in (B)(6). Unknown procedure. The broken piece was recovered successfully. The case appears to have been completed successfully. There was case involvement.

Manufacturer narrative:
The complain allegation was confirmed. Evaluation of the customer's photograph attached to the complaint of an alleged ar-1264 pcl rasp serial/batch number (B)(6). It was noted that the tip of the instrument was broken off at the distal end at the bend radius. The most likely cause is attributed to a user error by prying/levering the device against hard bone or other instrumentation during use.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-1264 pcl rasp, serial/batch number (B)(6), was received for investigation. Functional testing was not performed due to the broken shaft. Visual evaluation revealed that the shaft was broken off at the distal end at the tip. Scratches and marks were observed all around the handle. The most likely reason for the reported failure is wear and tear damage incurred over repeated usage. Device manufacturing date: 05/16/2019. The complaint allegation is confirmed.